Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of requesting medical records and treatment data relating to this event. The manufacturer evaluation is in progress. A supplemental medwatch will be submitted with additional relevant information.

Event description:
During follow up for an unrelated event, the facility administrator (fa) reported a female patient had a cardiac arrest during hemodialysis. To the best of her knowledge, the event occurred on a date in (B)(6) 2015. The fa would not give any additional information. There was no malfunction found with the dialysis machine and it is back in use. Follow up with the user facility's fa revealed there have been no further issues with the machine and reported no other fresenius medical care manufactured products were in use during the treatment. Medical records have been requested.

Manufacturer narrative:
Although requested, medical records and additional event information were not received. The device was not returned to the manufacturer for physical evaluation and field service was not requested; therefore, the failure mode cannot be confirmed. The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure." A device is not released if it does not meet requirements or is nonconforming.